Event description:
This report was rec'd from a physician of a 53-year-old woman who underwent transcatheter arterial chemoembolization with gelfoam sponge (1/2 sheet), lipiodol ultra-fuilde (2ml), and zinostatin stimalamer for hepatic carcinoma in the s4 segment of the liver. On 26mar98, a subcutaneous nodule, 2cm in diameter, appeared in the upper umbilical region of her abdomen. Due to aggravation and tenderness of the persistent nodule, she sought medical attention. The nodule, thought to be due to transcatheter arterial chemoembolization, was excised on 7apr98. She fully recovered. Pathologic evaluation of the nodule revealed a subcutaneous micro-multiple thrombi, panniculitis, and limited area of adiponecrosis. The reporting physician assessed the event as serious as it required prolonged hospitalization and the causal relationship between gelfoam and the event as probable. It was considered that transcatheter arterial chemoembolization caused the subcutaneous nodule, however, it could not be determined which of the products mainly contributed to the development of the nodule. No further info is expected.